Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge change error messages occurred when the customer attempted to load multiple new cartridges. The customer¿s blood glucose (bg) level was 200 mg/dl to 300 mg/dl and the bg level was addressed with a bolus via the pump. A previously used cartridge was able to be loaded onto the pump and the customer reported that the pump would continue to be used for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified and a different issue was identified.